Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other : na.

Event description:
It was reported that the ventricular pacing threshold in- creased from 1.5 v to 5.0 v and impedance from 470 ohms to 624 ohms. X-ray appeared fine.